Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer had experienced a blood glucose (bg) level in the 30's (mg/dl). The customer reported the suspected cause may have been due to a need for a settings adjustment or "over bolusing". The customer drank juice and consumed food to stabilize bg level. Additionally, it was reported that the customer's blood glucose level elevated to 600 mg/dl. The suspected cause was due to either not delivering a bolus or consuming too much food. The customer delivered a correction bolus via the pump. Tandem technical support advised the customer to consult the healthcare provider.